Event description:
Variable r wave measurements, currently measuring 0.8mv and current programmed rv sensitivity 0.45mv. No issues noted on presenting rhythm (pt paced in ventricular) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).